Event description:
Customer reported that the insulin pump's battery life was shorter then it previously was. Customer reported that the battery life was only about one and a half days long at the time of the call. Customer also reported that the insulin pump received an off no power alert without first receiving a low battery alert. Blood glucose level was 168 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).